Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that high impedances were measured on lead 8-15 during the initial test. It was noted that 14/15 were over 10k. It was stated that after palpation of the battery and retest, 13-15 were still out of range. It was reported that the patient would be getting an x-ray and would meet with the healthcare professional to discuss. It was stated that the issue was not resolved at the time of this report and the cause of the issue had not been determined. It was reported that there were changes in amplitude at the lead extension connection location. It was reported that the patient was alive with no injury.